Event description:
It was reported that the bd autoshield¿ duo safety pen needle safety shield failed by not retracting completely, and the patient did not receive a full dose of insulin as a result. This event occurred twice during use. The following information was provided by the initial reporter: "on (B)(6) 2022, rn was administering 26units of insulin. Only half the dose was dispensed and the plunger stopped working. The nurse removed the device from the patient and the orange back end safety did not retract completely... The patient did not receive the full dose. Later, a similar incident occurred with the same auto shield duo product from the same lot number."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle safety shield failed by not retracting completely, and the patient did not receive a full dose of insulin as a result. This event occurred twice during use. The following information was provided by the initial reporter: "on (B)(6) 2022, rn was administering (B)(4) of insulin. Only half the dose was dispensed and the plunger stopped working. The nurse removed the device from the patient and the orange back end safety did not retract completely. The patient did not receive the full dose. Later, a similar incident occurred with the same auto shield duo product from the same lot number."